Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd was able to duplicate or confirm the customer's indicated failure mode. Based on the investigation, the root cause / potential root cause for the hub and collar separation was determined to be improper welding of the hub and collar assembly.

Event description:
It was reported that the white ring of pink shield came off with green bd eclipse¿ blood collection needle cover. No serious injury or medical intervention.